Event description:
It was reported that a pt underwent an implantation of mesh on an unk date. Approx three to four weeks later, the surgeon had to take the patient back to surgery. The mesh had reportedly detached in the left corner and there were "adhesions everywhere and not just to the tacks." A part of the small bowel was removed. The patient is currently doing okay.

Manufacturer narrative:
(B)(4) - adhesions: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.